Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 09/04/2015 via medwatch (B)(4). Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd unspecified needle separated from the hub during use which could have led to a needle stick. No injury or medical intervention.